Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: patient was due to have a diagnostic laparoscopy done in theatre. He presented with underlying issues and had a very low bp. The decision was made to postpone the case until the patient becomes more stable. They decided to insert a cvc line into the right jugular vein and then send the patient to ICU for observation. The right side of the neck was prepped. Doctor inserted the introducer needle, connected to the raulerson syringe into the right jugular vein. The guide wire was advanced through the back of the raulerson syringe down the needle and into the vein. The introducer needle and raulerson syringe was removed. The cutaneous puncture site was enlarged with the scalpel. When treading the tip of the catheter over the guidewire, there was not sufficient guidewire length exposed at the catheter hub for a firm grip on the wire and as the catheter was advanced into the vein the guidewire was advanced with it into the vein. (There was no control over the guidewire while advancing the catheter into the vein) when they realised the guidewire was completely inside the vein the surgeons tried to retrieve it from the jugular vein without any success. They called the vascular surgeon to come and remove the guidewire. The patient was moved from the theatre bed onto the vascular bed and the c-arm was pushed into the theatre for visualization of the guidewire under x-ray. Doctor managed to retrieve the full length of the guidewire from the patient's vein via the right femoral vein. The wire appears intact. The patient had the diagnostic laparoscopy done a couple of days later and was discharged from the hospital after the procedure. No other attempt was made to insert another cvc in the patient. The user facility reported the doctor does not insert many cvcs and forgot to control the guidewire.

Event description:
The complaint is reported as: patient was due to have a diagnostic laparoscopy done in theatre. He presented with underlying issues and had a very low bp. The decision was made to postpone the case until the patient becomes more stable. They decided to insert a cvc line into the right jugular vein and then send the patient to ICU for observation. The right side of the neck was prepped. Doctor inserted the introducer needle, connected to the raulerson syringe into the right jugular vein. The guide wire was advanced through the back of the raulerson syringe down the needle and into the vein. The introducer needle and raulerson syringe was removed. The cutaneous puncture site was enlarged with the scalpel. When treading the tip of the catheter over the guidewire, there was not sufficient guidewire length exposed at the catheter hub for a firm grip on the wire and as the catheter was advanced into the vein the guidewire was advanced with it into the vein. (There was no control over the guidewire while advancing the catheter into the vein) when they realised the guidewire was completely inside the vein the surgeons tried to retrieve it from the jugular vein without any success. They called the vascular surgeon to come and remove the guidewire. The patient was moved from the theatre bed onto the vascular bed and the c-arm was pushed into the theatre for visualization of the guidewire under x-ray. Doctor managed to retrieve the full length of the guidewire from the patient's vein via the right femoral vein. The wire appears intact. The patient had the diagnostic laparoscopy done a couple of days later and was discharged from the hospital after the procedure. No other attempt was made to insert another cvc in the patient. The user facility reported the doctor does not insert many cvcs and forgot to control the guidewire.

Manufacturer narrative:
(B)(4). The customer returned one single guide wire for analysis. No obvious signs of use were observed on the guide wire body. Visual analysis of the returned guide wire revealed one slight bend towards the proximal end of the body, however, based on functional testing (see below), the bend does not affect the functionality of the guide wire. Microscopic examination confirmed the bend and revealed that the distal and proximal welds are full and spherical. The overall length of the guide wire measured 600mm which is within the specification limits of 594-606mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.791mm which is within the specification limits of 0.78-0.81mm. The bend in the guide wire measured 17-24mm from the proximal weld. The guide wire was functionally tested based on the insertion technique described in the instructions for use (IFU) provided with this product. The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was passed through a lab inventory arrow raulerson syringe and lab inventory introducer needle. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the distal and proximal welds are intact. A device history record review was performed and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with this kit instructs the user on proper technique for guide wire insertion and warns the user, "precaution: maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus." The customer reported that "when treading the tip of the catheter over the guidewire, there was not sufficient guidewire length exposed at the catheter hub for a firm grip on the wire and as the catheter was advanced into the vein the guidewire was advanced with it into the vein. (There was no control over the guidewire while advancing the catheter into the vein)". The report that the guide wire was stuck in the patient was confirmed through the customer description and examination of the returned guidewire. A slight bend was observed towards the proximal end of the guide wire body, but the bend did not affect the functionality of the device. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the condition of the guide wire and the customer report, no problem was found on the returned sample. The IFU for the product instructs the user to "maintain firm grip on guidewire at all times". Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied 10 photos showing a guide wire. No obvious defects were observed on the guide wire; however, this cannot be confirmed without the actual guide wire returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The report of a guide wire stuck inside the patient was not able to be confirmed through analysis of the customer supplied photos. The images showed a guide wire. No obvious defects or anomalies were observed. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The probable cause of the guide wire becoming stuck could not be determined based upon the information provided and without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: patient was due to have a diagnostic laparoscopy done in theatre. He presented with underlying issues and had a very low bp. The decision was made to postpone the case until the patient becomes more stable. They decided to insert a cvc line into the right jugular vein and then send the patient to ICU for observation. The right side of the neck was prepped. Doctor inserted the introducer needle, connected to the raulerson syringe into the right jugular vein. The guide wire was advanced through the back of the raulerson syringe down the needle and into the vein. The introducer needle and raulerson syringe was removed. The cutaneous puncture site was enlarged with the scalpel. When treading the tip of the catheter over the guidewire, there was not sufficient guidewire length exposed at the catheter hub for a firm grip on the wire and as the catheter was advanced into the vein the guidewire was advanced with it into the vein. (There was no control over the guidewire while advancing the catheter into the vein) when they realised the guidewire was completely inside the vein the surgeons tried to retrieve it from the jugular vein without any success. They called the vascular surgeon to come and remove the guidewire. The patient was moved from the theatre bed onto the vascular bed and the c-arm was pushed into the theatre for visualization of the guidewire under x-ray. Doctor managed to retrieve the full length of the guidewire from the patient's vein via the right femoral vein. The wire appears intact. The patient had the diagnostic laparoscopy done a couple of days later and was discharged from the hospital after the procedure. No other attempt was made to insert another cvc in the patient. The user facility reported the doctor does not insert many cvcs and forgot to control the guidewire.